Event description:
The customer reports back to back results of 92 mg/dl with strips just received from acc t/s compared with 297 mg/dl with the strips he thought were reading higher than expected. No report of an adverse event. Controls were not run. Return requested and replacement was sent.